Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a loss of connection between the transmitter and smart device. Reportedly, smart device operating system was not a supported system. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A functional test was performed and it passed. The receiver log was downloaded and evaluated with no related errors observed. "Try it" manual tests were performed and the tests passed. The receiver case was opened for an internal visual inspection and it passed. Speaker audio intermittent tests were performed and the tests passed. The reported event of intermittent audio output was not confirmed. The root cause could not be determined.